Event description:
The customer called for help with her contour meter. She performed control tests during the call and received a result of 210 mg/dl. The normal control range was 108-148 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips and a new meter were sent to the customer.